Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician occasionally creates transmissions for patients and the transmissions are gone when the clinician goes back into the patient management system. It was determined that the workstation was connected to a different database, so this was corrected by connecting the workstation to the correct database. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: this complaint was inadvertently submitted under the medical device reporting regulations and therefore is being redacted, as the potential for injury is not likely for this type of event.